Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-08529. It was reported the patient was unable to experience effective stimulation. Programmer displayed one of the leads was disconnected and diagnostics revealed high impedances. Reportedly, patient was needing an MRI so the scs system was explanted and replaced. Post-operatively, effective stimulation was restored.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-08529.